Manufacturer narrative:
E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in brazil. It was reported that the patient faced events of insulin leakage in the cannulas with 13 infusion sets which led to increased blood glucose levels. The site of insertion was reported to be abdomen and legs and was rotated regularly. Patinet changed the cannulas every 3 days. Patient confirmed to always use the linkassist device to apply the cannulas. No further information available.